Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the 134006, pencil,abc,bend-a-beam,6" long was being used on (B)(6) 2024 during a kp transplant procedure when it was reported handpiece caught on fire while in use - fire was contained to the handpiece (no injury noted to pt) handpiece doused with water.¿. The procedure was completed with the use of an alternate device. It was also reported that "the device did not cause patient harm. I am unaware of patient's state." There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the 134006, pencil,abc,bend-a-beam,6" long was being used on (B)(6) 2024 during a kp transplant procedure when it was reported handpiece caught on fire while in use - fire was contained to the handpiece (no injury noted to pt) handpiece doused with water¿. The procedure was completed with the use of an alternate device. It was also reported that "the device did not cause patient harm. I am unaware of patient's state." There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 134006 in unoriginal package. Lot number was not verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu system 7550 (c8406), the complaint was not confirmed. The device functioned as intended. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) . Per the instructions for use, the user is advised not to immerse or saturate hand control pencil or cord in fluid. Do not pull on or stretch the handpiece cord. Do not test the conmed abc® electrosurgical generator by sparking the active electrode to the patient plate or other objects. Use lowest possible power setting on the conmed abc® electrosurgical generator capable of achieving the desired surgical effect. Use shortest effective abc® activation time necessary. We will continue to monitor for trends through the complaint system to assure patient safety.